Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported multiple instances of the volume being muted in the windows os on the client. There was no patient incident.